Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
It was reported that a male patient was originally implanted on (B)(6) 2016 during a right total hip arthroplasty. On (B)(6) 2018, the (B)(6) y/o patient was revised due to poly wear. The surgeon "opened the joint, he popped off the femoral head, and pulled out the poly insert. The insert was worn down. He determined that in order to achieve stability, he had to insert a constrained liner and ring, which he proceeded to do". The new implants appeared to create much better stability, satisfying the surgeon. The wound was then closed. Patient's health was stable leaving the operating room. No other information was reported. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00606, 1038671-2018-00607 and 1038671-2019-05021.